Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced heart rates between 280-300 beats per minute (bpm) but this device did not detect it. Additionally, shock and pace lead impedance measurements decreased but were still within range. Boston scientific technical services (ts) was consulted and discussed the longevity of this lead and reprogramming options were offered. No adverse patient effects were reported. At this time, this device system remains in service.